Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) and charger had smoke coming from them when they were plugged in. Patient reported devices looked burnt and the charging cable was stuck in the pdm. The pdm was also reported to not turn on. No impact to the patient's blood glucose levels was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g7.